Event description:
Event description a paladin pta iep sys pd-5530-140-2 was attempted to be used but the filter didn't close all the way. No patient complications have been reported as a result of this event. 17th feb 2026 additional information received from the rep: the device did not have any filter prep. Each time they would retract the device back after the filter was closed it would start to open again. They were able to pull back a little close the filter more until the device was back inside of the guide catheter where it was removed safely. Investigation: the investigation confirmed that the filter opened and closed normally. There is a potential that the catheter was being stretched during removal accounting for the frame opening. The investigation is ongoing. Conclusions the failure could not be replicated on the returned unit. The returned unit opened and closed normally. This complaint was felt to be clinically insignificant and would be considered very low risk to the patient.